Event description:
It was reported that patient went to an emergency room on (B)(6) 2026 due to high blood glucose level event which caused as patient had scar tissue and large areas of lipodystrophy on either side of his belly button at insertion site which led to cause bent cannula. The patient was treated with intravenous insulin drip.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.